Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was explanted and replaced with a new device due to non-specific product performance issue. No additional adverse patient effects were reported.